Event description:
The customer received a blood glucose reading of 27mg/dl from the contour next ez and a reading of 127mg/dl from a different meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strips will not be returned for evaluation as there are none left. Replacement test strips were sent to the customer.